Event description:
Complainant alleged that while attempting to monitor a pt while in flight, the unit shut down inappropriately. Complainant did not indicate that there was any adverse effect to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the activity logs indicated a soft reset of the device. Our investigation found that the device did not complete a full power shut down., instead it performed a soft reset. The device then fully recovered to the mode that it was in prior to the reset. It's important to mention the device is designed to reset in rare circumstances if the device enters into an unstable condition. The soft reset is a mitigation so the devices is able to continue therapy. No trend is associated with reports of this type.